Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
When the blood glucose monitor was returned for evaluation, it was determined the display is defective. No adverse event was reported. Additional information will be sent when the evaluation is complete.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.